Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 600 mg/dl at the time of the incident. The customer experienced hyperglycemia, and no treatment was noted. Customer stated they experienced power error alarms and the battery was acting like it was in low battery mode. Customer noted the insulin pump did not receive any kind of damage. During troubleshooting, customer was advised to disconnect from the insulin pump, change the battery, and clear the power loss alarm. Customer stated it was successful and will monitor the insulin pump. Nothing was returned or shipped.